Event description:
Customer reported that the pump had frequent charging issues, necessitating charging every day to every two days. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.